Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was over 500 mg/dl. The customer stated that he was very sick but was not hospitalized. The customer stated that there were air bubbles in the reservoir. The customer did not want to troubleshoot for the issue and will return the set back for analysis.

Manufacturer narrative:
A complete analysis and testing of 6 opened and used reservoirs showed the reservoirs passed per specifications, no air bubbles were observed during our analysis. Inspected the o rings for defects none were found. The reservoir connected and locked into place properly.